Manufacturer narrative:
Internal insulation abrasion was noted at 10.7 cm to 14.8 cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.